Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was trying to increase their settings because they weren't receiving pain relief but they were unable to increase past 8.4. They met with a representative on tuesday and they didn't reset anything but the next day their pain was horrible and had been for the past 3 days. This morning they couldn't get out of bed without taking pain medication. The patient increased their ma today and started feeling pulsing in their legs and decided to leave it at that. When they were sitting in a chair and leaning they could feel stimulation in their legs but when they got up and walked around they couldn't feel anything. They weren't feeling any tingling sensation which was why they were trying to increase past 8.4. When they first had the system they were playing with increasing the ma and it shocked their body; they had to quickly shut it off because it was too painful. They reported that the shocking was at 3 or 4 and now it's up to 8 and wanted to know why this was. It was reviewed that this likely had something to do with lead site healing, the scarring process, and that it was normal to have to titrate settings over time. They were able to resolved the shocking sensations by decreasing the ma. The patient was directed to follow up with their healthcare provider to address the stimulation output and the settings not available issue. No further complications reported.